Event description:
It was reported that the devices were used in a laparoscopic cholecystectomy. It was reported by the rep (2) er320's were used and both clips scissored. Another er320 was pulled to complete the case.